Event description:
It was reported through an article entitled "a novel application of contrast echocardiography to exclude active coronary perforation bleeding in patients with pericardial effusion" that during the procedure for treatment of a chronic total occlusion in the right coronary artery (rca), a fielder guide wire was advanced via retrograde access to the rca. A corsair microcatheter was advanced to the distal end of the rca occlusion using an antegrade and retrograde re-entry technique with knuckled guide wires followed by drug-eluting stent implantation. After removal of the corsair catheter from the distal rca, angiographic images showed a type-iii perforation at the level of the right ventricular ranch, likely the result of perforation of the rv branch by the microcatheter. Protamine was administered. The patient was initially stable and transferred to the holding area. However, the patient presented a transient hypotensive episode and saline bolus was administered restoring normal pressure. Echocardiography revealed a circumferential pericardial effusion with equivocal signs of compression. Contrast echocardiography was used and injection of microspheres confirmed pericardial leakage. Pericardiocentesis was performed. While on the table, the patient became severely hypotensive. Pericardiocentesis resulted in normalization of blood pressure after removal of 275 cc of blood. The patient was transferred to the coronary care unit but developed cardiac arrest within the hour following drainage. Echocardiographic evidence showed re-accumulation of blood despite the presence of the drain. The patient underwent urgent cardiac surgery to control the bleeding, which was achieved by simply removing the clot around the heart.

Manufacturer narrative:
(B)(4). Aspirin and clopidogrel was maintained and the patient was discharged home 12 days following the index procedure. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. With the provided information, relation between the corsair catheter and the reported vessel perforation could not be determined. The instructions for use states that the device must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the device into stenotic areas, stent struts, and narrowing of the vessel than the product. Always advance the guidewire ahead of the microcatheter before attempting any manipulation of the microcatheter. (If the guide wire is not advanced ahead of the microcatheter, the blood vessel may be damaged or perforated). (B)(4).